Event description:
A malfunction alarm was reported during the loading process of the pump. There was no adverse impact to the customer's blood glucose level. The customer was unable to resume insulin therapy due to a repeated cartridge alarm. Technical support assisted in loading a new cartridge, but it did not resolve the issue, so a pump replacement was arranged. The pump was confirmed to be under warranty, and the customer was instructed to use multiple daily injections as a backup therapy. Technical support provided guidance on returning the faulty pump to tandem using a pre-paid label, and the customer was informed of how to place the pump into storage mode.